Manufacturer narrative:
(B)(4). Evaluation was not possible, as the device will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
During a shoulder arthroscopy using the footprint ultra peek-optima suture anchor, 4.5 it was reported that after implantation of the anchor, the suture was found to be free floating in the joint and was removed. The sales representative was not present during the incident itself. The suture was passed through the eyelet, the anchor was implanted and the torque limiter knob turned (audible clicks).the inserter was pulled out and it was then noticed the free floating suture, which was removed. The anchor remains embedded in the bone and another footprint pk was placed next to it with no further incident. The patient's bone quality was good and the site prep was a gold awl. There was a reported delay that did not exceed 10 minutes.